Event description:
It was reported by the customer's biomed that the device's battery charging indication will indicate "failed" when the auxiliary supply and batteries are connected to the device. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control provided customer with the part number and ordering info for a replacement power pcb assembly. The customer later confirmed that the device required a new power pcb. It was also indicated that the cable that went from the ac power adapter (acpa) to the device was replaced because it was severely frayed with exposed wires. The biomed believes that the wires shorted, potentially causing the power pcb failure. After observing proper device operation through functional and performance testing the device was placed back into service for use. The device was not returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.